Manufacturer narrative:
Exact date unknown, event occurred few weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial:(B)(4), batch: 7071417.

Event description:
It was reported that the patient had inadequate stimulation due to high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.